Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as missing. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side device rupture, capsular contracture baker grade lv and "fluid content around the implant" diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1:. Phone number: (B)(6), continued e.1:. Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is not related to the device. Seroma late: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed. The events of "capsular contracture" and "seroma-late" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture, "fluid content around the implant".

Event description:
Healthcare professional reported, right side device rupture. Capsular contracture, baker grade IV. And "fluid content around the implant". Diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.